Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Device had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding. The customer confirmed there is fluid under the screen. She explained that two weeks back, she was in the pool with the insulin pump for about 15 minutes. Blood glucose value was 343 mg/dl. The customer explained that her blood glucose level was higher because of a new medication she is taking. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.